Event description:
It was reported that 3 syringe 20ml ll s/c 48 experienced a difficult plunger and volumetric inaccuracies. The following information was provided by the initial reporter: material no.: 302830 batch no.: unknown. We have issues with bd syringes in oncology: 10, 20, 30ml formats. We did tests and e.g. Your 30ml syringe contains 29.3ml. We tested them with water and then used a scale to verify our findings. There is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes. Additional info rcvd 4/25: the 20ml contains 19.5ml these are used to administer medicines in injectable solutions. They pose a risk of under dosage to the patient. They are also used to reconstitute powder medicines and may cause under or over dosage

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Therefore, it could not be determined if there were any reported issues with the breakout force readings, the sustaining force readings, the silicone weight readings, or the volumetric accuracy readings.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 syringe 20ml ll s/c 48 experienced a difficult plunger and volumetric inaccuracies. The following information was provided by the initial reporter: material no.: 302830, batch no.: unknown. Verbatim: we have issues with bd syringes in oncology: 10, 20, 30ml formats. We did tests and e.g. Your 30ml syringe contains 29.3ml. We tested them with water and then used a scale to verify our findings. There is also a 2nd issue that relates to resistance. The resistance is very high on 20, 30, 60ml syringes. Additional info rcvd 4/25: the 20ml contains 19.5ml these are used to administer medicines in injectable solutions. They pose a risk of under dosage to the patient. They are also used to reconstitute powder medicines and may cause under or over dosage.